Event description:
It was reported that the right ventricular lead had a warning for how impedance and low impedance. It was also noted that the lead had high threshold and noise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4076, implantable pacing lead, (B)(6) 2011; mcs-p3-640, transcatheter valve, (B)(6) 2011. (B)(4).